Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received clonidine (200mcg/ml, 26 .70mcg/day) and bupivacaine (30mg/ml, 4.005mg/day) in an implantable pump for pancreatitis and non-malignant pain. The patient had an MRI approximately 2 weeks prior to the report and experienced overdose symptoms (warm, tight sensation in arms/hands, weakness, severe nausea, and occasional vomiting) every since when utilizing the personal therapy manager (ptm). The symptoms occurred 2-5 minutes after a bolus dose. The patient had a follow-up appointment scheduled for (B)(6) 2015 to interrogate and check the pump reservoir volume. No interventions were performed yet and the issue remains unresolved. At the (B)(6) 2015 office visit, the expected residual volume (erv) was 16.2ml and the actual residual volume (arv) was 14ml. The healthcare provider (hcp) felt the volumes should be within 1ml. Blood pressure monitoring was also performed before, during, and after a bolus; blood pressure did not drop. The patient was noted to have high blood pressure. The pump logs were checked, a motor stall and recovery were seen on (B)(6) 2015 following the MRI. The issue began the next day. It was planned to bring the patient back on (B)(6) 2016 to recheck the reservoir volumes and monitor the patient's condition. Additional information was requested from the manufacturer representative regarding concomitant medications, pertinent medical history, results from the follow-up appointment, actions/interventions required, if the cause of the issue was determined, and if the issue resolved. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8781, serial# (B)(4), product type: catheter. Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump.

Event description:
Additional information received from the manufacturer representative indicated the patient was scheduled for a revision of catheter placement next week. The healthcare provider (hcp) intended to "slide" the catheter down. Another aspiration was performed 10 days after the first attempt and there was a 0.8ml difference. The hcp was not suspecting the ptm was over-infusing anymore, but believed the catheter tip may be too high, which was causing some of the symptoms.